Manufacturer narrative:
(B)(4). Results pending completion of evaluation.

Event description:
It was reported that the patient's pump was explanted. The reason for the explant and date of the explant is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation not completed since there was no product malfunction. However, a review of the device history record (DHR) for serial number (B)(4), determined that all sterility records were within specification.

Event description:
On (B)(6) 2018, a health care professional reported that the patient had an infection and the pump was subsequently explanted on (B)(6) 2017.